Manufacturer narrative:
Initial and final MDR (B)(4) device 3 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced 5 infusion set leakage event at the site of insertion on 30-jun-2024-07-jul-2024. The infusion set was in use for more than 03 hours. Patient replaced infusion set and resumed insulin successfully. No further information available.